Event description:
It was reported that the customer pressed the start/stop key to start infusing medical fluid. However, after a while, a -power lost- alarm went off and the pump stopped. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Review of the event history log found the error multiple times. The customer stated problem was duplicated. Back up capacitor was defective so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: , corrected data: d1, d2, d4 model#, g5, h4.